Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, immediate implantation, mobility. Patient is smoker. Implant became mobile after 4 weeks, knocking sound negative, trend: didn't get any better, explantation, primary wound healing.